Manufacturer narrative:
(B)(4): evaluation: results: evaluation for the returned product shows when tested, the product green on indicator light flashes only once. There's no alarm tone when the pressure is removed from the sensor pad. When the product has power, the green on indicator light should flash continuously while in monitor mode. The liqui label shows moisture. The battery door is missing. The posey instructions for use have a warning: note: the keepsafe monitor is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
The customer did not specify the reason for return of the product. There was no patient incident or injury reported. Evaluation for the returned product shows that the alarm green indicator light flashes only once and there's no alarm tone when pressure is removed from the sensor pad.